Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The issue occurred during the load process, but the customer followed the prompts to remove the used cartridge and load a new one on the pump. Though unable to reload the original cartridge, the customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.